Event description:
Pt had ptca to v6 of rca-stent placed in mid rcav6-4.0/40 m mcrail balloon and got caught on struts on stent. Unable to remove either balloon and 6w. Dr pulled on both and guidewire and balloon stretched and separated. Pt sent to or for removal.